Event description:
New information received indicates that another instance of high, out of range hv lead impedance was observed. The physician elected to take no action. The patient was in good condition.

Event description:
New information received indicates that the physician believed that the high, out of range hv lead impedance was due to a pocket issue. The physician elected to take no action. The patient was in good condition.

Event description:
New information received indicates another instance of high impedance was noted during a follow-up appointment (B)(6) 2017. The physician elected to take no action. The patient was in good condition.

Event description:
It was reported that upon interrogation, an alert for high, out of range, high voltage lead impedance was observed. The physician decided not to take further action since there has been no dramatic or rapid change in impedance and only the single measurement that went above the programmed upper limit. The patient is in good condition and is being monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.